Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable. Calibration errors were observed. Quality control recovery is within specified ranges. Upon review of the alarm trace, a calibration-related alarm was observed. After the service visit, no further issues were reported by the customer. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c (501) module. Patient sample 1 initially resulted in a na value of 144 mmol/l and repeated as 137 mmol/l on a second cobas c501 module. Patient sample 2 initially resulted in a na value of 159 mmol/l and repeated as 153 mmol/l on a second cobas c501 module. Patient sample 3 initially resulted in a na value of 145 mmol/l and repeated as 139 mmol/l on a second cobas c501 module. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number was h4215. The expiration date was not provided. Precision testing was performed and all results were within specifications. The field service engineer determined an issue with the valves and replaced them. Ise cartridges were replaced. Mechanism checks, calibration, and quality controls were performed. All results were within specifications. The investigation is ongoing.